Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that the device powered off during operation without warning even when plugged in to main power. The pcu and 2 lvps found tagged out with a 'post-it' note stating "pump keeps turning off, pump needs to be serviced send to biomed". The pump was turned on to check/confirm on most recently used profile(oncology/palliative) but the battery run time was not checked. The electric cord was visually checked and is in tact, when plugged into power the plug icon on the pump lights up. This pump is not due for battery replacement and pump was not due for service. The reason for pump shut down was unknown. There was patient involvement and no harm.